Event description:
It was reported via repair work order that the bed lift was stuck elevated due to the lock-out being turned on. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.